Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient via patient letter. Patient was asked what the cause was regarding implant battery losing power every 3 days and patient responded they assume it's because of weak batteries. Patient stated to resolve the issue they recharge every 3 days. Issue has not been resolved and no further plans to resolve it. Patient responded to another letter with the same questions. Patient stated cause is due to internal battery has lost the ability to maintain charge. Their current plan to resolve the issue is to recharge as needed.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was recently they noticed their ins was losing power every 3 days. The pt use to only charge their ins every two or three weeks but starting probably a year ago it gradually went down to where they had to charge the ins every 3 days since it was losing power quicker. The pt did not adjust their therapy in the last year.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.